Event description:
As reported by the user facility: an IV pump indicated a downstream occlusion while administering tpn. I tested two additional IV pumps and reloaded the setup multiple times. The tubing was flushed, although the flow was not vigorous. There were no kinks in the line or beneath the broviac dressing. I discontinued the tpn and replaced it with specialty fluids using new tubing, which resolved the downstream occlusion alarms.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and no event logs were provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.